Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient with pre-syncopal symptom presented in clinic, intermittent capture with rate in 30s was observed. Right ventricular lead fracture was noted. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable before, during and after the procedure.